Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-15484. It was reported the pt is experiencing uncomfortable heating at the ipg site while charging. The pt states she charges for 20 minutes and then takes a 20 minute break to let her skin cool off before charging again. A replacement le charging sys was sent to the pt as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.